Event description:
It was reported by the end user that about three weeks ago while driving into her living room, her m51psr20r power chair kept going after she pushed the button to stop and was thrown from the chair. The end user reports landing on her shoulder with the top of her body and her arm was under her stomach. She went to the emergency room and had an x-ray for her shoulder and foot. Her shoulder was sprained and her foot was bruised.